Event description:
The consumer was sleeping and was suddenly awakened and allegedly saw the concentrators smoldering. The consumer alleges the concentrators started a fire. No injury is alleged.

Manufacturer narrative:
Add'l serial # (B)(4). Consumer contacted invacare alleging two concentrators started a fire. Consumer reportedly was at a campground with the devices. An open flame and/or the potential of user smoking cannot be ruled out at this time. The two concentrators service and maintenance histories are unk. No details of event were provided. Malfunction not confirmed. MDR filed as a conservative measure.